Event description:
A patient reported that the skin preparation product caused skin irritation during use. The patient stated the product irritated the skin. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).